Manufacturer narrative:
The device failed at some settings and the scale factor required adjustment.

Event description:
Reportedly, the device failed the flow rate accuracy test during preventive maintenance services. There was no patient injury.